Event description:
The customer received questionable thyrotropin (tsh) results for two patient samples. Patient sample 1: initial result was 5.69 uul/ml. This result was reported out of the laboratory. The doctor didn't agree with this result because of the patient's clinical history. He asked for a result confirmation. The repeat result on (B)(6) 2014 on cobas e601 analyzer serial number (B)(4) was 3.49 uul/ml. The repeat result on (B)(6) 2014 on cobas e601 analyzer serial number (B)(4) was 3.53 uul/ml. The repeat result on (B)(6) 2014 on the cobas e601 analyzer serial number (B)(4) was 3.37 uul/ml. Patient sample 2 ((B)(6), female): on (B)(6) 2014, the initial result from cobas e601 analyzer serial number (B)(4) was 7.20 uul/ml. This result was reported out of the laboratory. The doctor didn't agree with this result because of the patient's clinical history. He asked for a result confirmation. The repeat result on cobas e601 analyzer serial number (B)(4) was 7.02 uul/ml. The repeat result on (B)(6) 2014 from cobas e601 analyzer serial number (B)(4) was 3.59 uul/ml. The repeat result on (B)(6) 2014 from cobas e601 analyzer serial number (B)(4) was 4.47 uul/ml. Neither patient was adversely affected. The thyrotropin (tsh) reagent lot number was 179138. The expiration date was requested but not provided. The field service representative found the measuring cell count, maintenance, and qc were within expectations. A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Review of the provided calibration and qc data did not indicate a general reagent issue.

Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4) refer to the medwatch with patient identifier (B)(6) for cobas e601 analyzer serial number (B)(4).